Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not uploading to the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not uploading to the server. A technical support specialist remoted into the device and identified a manual recovery required error in the database synchronization logs due to an invalid change tracking value, followed knowledge article (ka) - "manual recovery required - datasyncinvaliduploadchangetrackingvalue" by logging in as carefusion admin, stopping services, executing scripts via sql server management studio (ssms), truncating the table, and restarting services; upon encountering a new error, followed knowledge article (ka) - "retry mode: insert into tx.transactionsession" and restarted services again, monitored logs and confirmed upload status became current on the server, then rebooted the device, performed a full synchronization, and verified successful data upload. The system functioned as intended after the technical support specialist troubleshot the device.